Event description:
The customer reported that the insulin pump was not functioning properly. The caller stated that she bolused with the insulin pump, but her glucose level was still high. The customer could not perform the testing as she was driving at time of call. The caller called back to determine whether or not the device was working. Troubleshooting was performed. The customer's most recent glucose reading was 279mg/dl, and she has treated with a bolus. Assisted the customer to run the fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.